Manufacturer narrative:
(B)(4). There was no alleged malfunction against the device. The complaint states that the patient experienced a hypoglycemic event on (B)(6) 2015. It should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an unspecified issue. During this phone call the patient reported that she was experiencing a hypoglycemic event. Dexcom technical support representative (dts) asked the patient to treat her hypoglycemic event as she would normally treat herself. Dts representative called for emergency medical technician (emt) to assist patient. When emt arrived at the patient's home, a fingerstick blood glucose test was performed immediately. It was then determined that her blood glucose was 30mg/dl. The emt treated her with a glucagon injection, raising her blood glucose to 87mg/dl. Patient declined emt transport to the hospital. Patient was not alone, as her husband was home with her at the time of the event. Patient was not administered any other medications. Patient's blood glucose raised to 100mg/dl and reported to be doing fine now. Patient did not require further medical intervention. No further event information was provided.